Event description:
It was reported by service report that the bed had a bad headwall cable where the pins in the 37 pin connector were bent beyond repair causing nurse call to not function. The customer reported that they did not know if there was pt involvement or if there were adverse consequences to report.